Event description:
Pt in or undergoing esophagogastrectomy. While trying to anastomize the esophagus to the stomach, the anvil was placed through the esophagus by physician. The anvil reached the proper place and connection to stapler device was in progress. The anvil slipped back into the esophagus. Physician tried to retrieve the anvil, but was not successful. The decision was made in consult with gi specialist that the anvil could be retrieved by endoscopy on a later date.